Event description:
It was reported by an attorney that the pt underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that pt underwent revision of exposed mesh and posterior colpoperineorrhaphy on (B)(6) 2011. It was also reported that on (B)(6) 2013, mesh were implanted due to stress urinary incontinence and vaginal vault prolapse. It was reported that the pt experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted concurrently with robotic assisted laparoscopic sacral colpopexy with lysis of sigmoid colon adhesions and anal sphincteroplasty due to pop, cystocele, apical descent, rectocele, mixed urinary incontinence, fecal incontinence with chronic constipation.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.